Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the device was explanted due to unspecified medical reasons (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode lead into the middle ear resulting in the explant of the device on (B)(6) 2020. This report is submitted on september 04, 2022.